Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v123646, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v229123, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v229123, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v184882, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 06-jun-2012, UDI#: (B)(4); product ID: 3888-45, serial/lot #: (B)(4), ubd: 20-mar-2013, UDI#: (B)(4); product ID: 3888-45, serial/lot #: (B)(4), ubd: 20-mar-2013, UDI#: (B)(4) ; product ID: 3888-45, serial/lot #: (B)(4), ubd: 04-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s machine was not working. The patient was not sure if it was the implant that was not working. The patient was implanted in 2009 and fell about 5 years prior to the report on concrete. Since she fell, 2 out of the 4 leads that she had implanted ¿stopped working.¿ the patient thought that those two leads had become dislodged or broken. In the last several months (confirmed as starting in 2018), the pain has been pretty bad. She just wants to get everything fixed. There were no further complications reported.